Event description:
It was reported that a motor rate error.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were removed, top case and battery pack were non-original equipment manufacturer (OEM), and the right plunger case and battery door were cracked. Review of the event history log showed an occurrence of a "motor rate" error message. Functional testing involved occlusion testing and the device duplicated the reported issue. The investigation determined that a combination of issues with the main printed circuit board, worm coupling, worm gear, motor mount and motor were the cause of the reported issue. It was determined that the issues were due to normal wear as the pump is over fifteen (15) years old. The components were replaced. Device placed in quarantine due to non-OEM parts. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.